Manufacturer narrative:
This device was manufactured before the UDI requirements. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device failed to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference sections a2, a3, and b5. A zoll medical representative went onsite to evaluate the device and the customer's report was not replicated or confirmed. The device was put through extensive functional testing without duplicating the report. The device logs were not available for review. The device was returned to service. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to defibrillate a 74-year-old female patient, the device failed to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.